Manufacturer narrative:
Device received with detached end cap. Unable to perform all operating currents and functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify low battery alarm, failed battery test alarm and motor error alarm due to detached end cap. No frozen screen noted during test and time clock advances properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarms. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was leaking and battery life was of 7 days. Customer reported that the insulin pump rejects new batteries and time on it was off by 3 to 4 hours even after customer sets it. Customer also stated that the insulin pump had no battery alert even after it would have full battery. The insulin pump will not be returned for analysis.